Event description:
The following was reported to hamilton medical ag: the hospital staff was checking the operation in preparation for the next use. Even though the set pressure was set to 25 hpa, only about 15 hpa was pressurized. Then, "cuff system leakage" occurred. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).